Event description:
Event consisted of a (B)(6) year old female pt who presented with peripheral vascular disease in the left superficial femoral artery (sfa) with occlusion in the popliteal artery and tibial-peroneal (tp) trunk. Blood flow reconstituted in the peroneal artery and the anterior tibial (at) artery. Fluoroscopy was not being utilized during the entire jetstream procedure so what occurred was not observed directly. During the procedure guidewire access was lost. The jetstream was immediately stopped and pulled out of the body. Imaging verified that a perforation of the peroneal artery was present. A new guidewire was not able to be placed, so a pedal stick was done and access went retrograde up the at and was rewired through the sheath. A gore viabahn endoprosthesis was placed over the perforation in the peroneal artery and tp trunk. When the stenting was completed, imaging noted thrombus all the way through the artery up to the sheath. The pt was then treated using a vascular solutions pronto extraction catheter and multiple balloon inflations. Blood flow was present at the end of the procedure; however, her foot was still cool.

Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned jetstream sc-1.85 catheter and abbott vascular extra s'port guidewire. The guidewire was not stuck inside the catheter, but was returned along with the device. The returned guidewire was loaded into the catheter and a kink was observed in the guidewire approx 21 inches distal to the flexible tip. Some resistance was noted in the kinked area, but otherwise no problems were noted loading the guidewire into the catheter. There were no fibrin or teflon obstructions found inside the distal tip of the catheter. The extras s'port guidewire is on the approved guidewire list per the IFU.